Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional information: h.6.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® ultra plus in the lips. Hcp "noticed blanching on the bottom right lip after injecting and attempted to massage it out. Capillary return was 5/6 seconds. Used hylaise until blood flow was restored back to 2/3 seconds. Used yellow led on the day of the even and reviewed every day until today and the issue is now fully resolved."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Information from section c: drug sequence number: 1. Drug expiration date: 31/may/2024. Name and strength: hydrochloride lidocaine 0.3%.route used: subcutaneous. Event reappeared after reintro: n/a. Abated after stopped/reduced: n/a. Frequency: 1. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® ultra plus in the lips. Hcp "noticed blanching on the bottom right lip after injecting and attempted to massage it out. Capillary return was 5/6 seconds. Used hylaise until blood flow was restored back to 2/3 seconds. Used yellow led on the day of the even and reviewed every day until today and the issue is now fully resolved."